Manufacturer narrative:
(B)(4). Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent inadequate apposition occurred. The target lesion was located in the right coronary artery. A 3.50x32mm promus premier drug eluting stent was advanced to treat the lesion. However, during procedure, the stent did no fully deploy. The balloon did not fully open and was defective. The stent balloon was removed and a 2.0x12 balloon, then a 3.0x12 and 3.75x12 non compliant balloons were used to completely open up the stent. The procedure was completed. No patient complications were reported and the patient's status was fine.